Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital room for a scheduled lead revision. During the procedure when the physician tried to screw the set screw down onto the new lead and could not get it to connect to the header of the pacemaker. Repeated attempts were unsuccessful. The pacemaker was explanted and replaced. The patient was stable throughout the procedure.